Manufacturer narrative:
Product analysis of part (B)(4) , lot# h5704866 visual and optical inspection confirmed one of the break off tabs is bent at the top. This type of damage is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in unknown spinal therapy for l1 compression fracture. Levels implanted was th11-l2. It was reported that the product was opened for use, but the extender's attached portion claws were already bent. No further complications were reported. Additional information was received via manufacturer representative that the reported product was not used and the patient. The issue was noticed right after the package was opened.